Manufacturer narrative:
Product returned and is being evaluated. A follow-up report will be filed upon completion of the evaluation report.

Event description:
The pressure luer port was found to be occluded. The hospital found this issue after changing out several pieces of equipment (ventilators, etc). Patient (baby) saturation level dropped. The product was removed and the patient was intubated.